Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on (B)(4) 2017.

Event description:
Follow-up identified the issue still persists.

Manufacturer narrative:
Sjm has limited relevancy information related to the patient's medical history and is unable to form an opinion as to the of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg (battery) prematurely received a 'replace generator soon' message indicator. The issue will be further evaluated by the company representative as the next course of action.